Manufacturer narrative:
Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that since post-op period, the patient was heparinized and had lactate dehydrogenase value of 400 u/l. The implanting surgeon did not see any thrombus in the ventricle during the implant procedure. There was a sudden onset of continuous low flow alarms on (B)(6) 2023. The patient had a pump exchange on (B)(6) 2023 due to suspicion for pump thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation. The account submitted two images for evaluation. The first image captured the pump still implanted in the patient¿s heart with the outflow graft disconnected from the pump outflow. The pump outflow appeared partially occluded by coagulated blood. The second image captured the pump, removed from the patient¿s chest. The inflow cannula appeared partially occluded with coagulated blood that appeared to be more fibrous than the coagulated blood in the first image. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The remainder of the pump cable and modular cable were not returned. The outflow graft, outflow graft bend relief, and apical cuff were not returned. The cuff lock was returned disengaged. Upon disassembly of the pump, well-adhered, dark red, dried blood was observed to fully occlude the lumen and distal end of the inflow cannula; to partially occlude the blood flow path of the outflow; to fully occlude the proximal side of the rotor eye; and adhered to the rotor vanes. The depositions observed in the submitted photos appeared to have dried and hardened between the time the photos were taken and the receipt of the product by abbott. The depositions appeared to have resulted from poor surface washing due to low flow, however, the specific cause of the low flow could not be conclusively determined. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller log files captured a sudden decrease in flow on (B)(6) 2023, which was associated with continuous a low flow hazard alarm. The file also captured elevations in the left ventricular assist device (lvad) temperatures. The controller event log file captured an intentional pump stop followed by the power cables being disconnected, the driveline being disconnected, and a controller shutdown sequence, consistent with the reported explant procedure. The lvad event and periodic log files were retrieved from the returned device and captured events consistent with the controller log files. The log files suggest that an inflow cannula thrombus was acutely ingested; however, due to the condition of the depositions found within the returned device, an ingested thrombus could not be conclusively confirmed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. B, are currently available. The IFU lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also addresses all pump parameters. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient conditions can result in low flow. The IFU instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. The patient handbook and IFU provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An echocardiogram was performed. The patient experienced low flows.